Manufacturer narrative:
The customer did not provide a comparative for the reported inratio values. It is not possible to verify if a discrepancy exists without this information. It is indicated that the product is not returning for evaluation. Therefore, a review of the entire in-house testing history of the lot was performed. In house testing on retained strip lot k384107 meets criteria. The product performed as expected. The manufacturing records for the lot were reviewed and the lot met release specifications. Root cause could not be determined from the information provided by the customer. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
A variance was reported between inratio results occurring on two consecutive days. The results were as follows: inratio ((B)(6) 2016): inr 3.1. Inratio ((B)(6) 2016): inr 1.5. The customer stated that there were other variable results but did not recall details such as dates and results. No therapeutic range was available.